Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had crack around the rim of the reservoir and it was loose. The customer's blood glucose was unknown at the time of incident. The customer reports reservoir was loose but she put on duct tape to keep it in place. The pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.